Event description:
It was reported that the modular cable appeared abnormal on x-ray.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed the reported event; however, a specific cause for the event could not be conclusively determined through this evaluation. The submitted log files captured the device operating as intended at the set speed with no notable events observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Modular cable, lot number 8326528, remains in use. No product is available for investigation. The relevant sections of the device history records for the modular cable, lot number 8326528, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's driveline looked abnormal on x-ray. The patient had not experienced any abnormal alarms.